Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, the patient reported that the infusion set's tubing had detached at the quick release while sleeping. The site location was the patient's abdomen and the pump was located on the waist band. The infusion had been used for one and a half days. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation on the returned used device (one tubing), it was found that the tubing was detached from the tubing-tubing connector. No further information available.